Manufacturer narrative:
The device was returned due to a pacing issue and subsequent cardiac perforation. Electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. Additionally, the catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pacing issue remains unknown. The cause of the cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial flutter procedure, a cardiac perforation was noted. A successful ablation of the cavotricuspid isthmus was performed. During post-ablation testing, the ablation catheter was used to induce ventricular pacing. While attempting to pace in the right ventricle, the ablation catheter would not capture the tissue appropriately. Following several minutes of pacing attempts without success, the procedure concluded. The patient was taken to the recovery room but became hypotensive. A cardiac perforation was seen in the right ventricle via ultrasounds and fluoroscopy. A pericardiocentesis was performed and the patient was transferred to the intensive care unit for treatment and observation. The physician thought that it is possible that the perforation may have occurred while searching for the appropriate pacing capture.